Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose levels of 20 mmol/l and 25 mmol/l; self-treated without success. Caller stated he went to the hospital was attempted to be treated with more boluses from his pump without success and was then treated with insulin by infusion and his blood glucose level returned to normal. Requested return of the alleged device and replacement was sent.